Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working. A field service engineer (fse) confirmed that multiple components had been swapped in an attempt to resolve the customer¿s issue. Further follow-up with the customer revealed that the station was not appearing on the network and was offline. It was communicated that all hardware troubleshooting steps had been completed and that no hardware faults were identified. The customer was advised to coordinate with their facility information technology department for further investigation. During follow-up with the team, additional inquiries were made regarding any known network issues. The customer later reported that a network switch box had been unplugged from the wall, which prevented network connectivity. The cable was reconnected, restoring the network connection. Subsequently, access to the station was re-established, data synchronization was completed, and the station was brought out of critical override, allowing patient information to display correctly. Additionally, proactive action was taken to deploy eset antivirus software on the station, as it was identified that the antivirus definitions were not up to date. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard was not working, and the customer couldn't login to the station. However, there were no delay to patient care and adverse events or injuries reported based on this incident.